Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that pump screen went black, pump shutdown and an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was high; however cannot confirm if cgm reading was accurate at the time of event. Customer reported that fs (finger stick) would be performed and elevated blood glucose would be addressed with manual injections.